Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 2.1 and 2.2, along with multiple pockets, could not be recovered because the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawers 2.1 and 2.2 were not detected on the bus. A field service engineer (fse) reseated the pyxis bus cable to drawer 2 half height and rebooted the station, after which all drawers were successfully detected. The system functioned as intended after field service engineer repaired the device.